Manufacturer narrative:
A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient's precision system was explanted due to pocket discomfort. The patient is reportedly doing well following the procedure.